Event description:
The event is reported as: alleged issue per end user: the catheter bubble did not stay inflated. Requested additional information.

Manufacturer narrative:
Unknown if sample is available for evaluation, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.